Event description:
It was reported that during a low anterior resection procedure, the contour was fired with a reload. In the intermediary positon, the staples dislodged from the cartridge and embedded in the bowel. The knife blade was not activated. The device was not fired when this occurred. An ileostay needed to be performed as a result. All staples were retrieved manually. There were no reported pt consequence.

Manufacturer narrative:
Damaged cartridge. The analysis results showed that the instrument was rec'd in good visual conditions and with a reload present. The reload was rec'd void of staples; the washer and anvil were detached with the knife and drivers recess below the reload deck. As stated in the instructions for use "insert the new reload into the metal housing and snap into position. The tracks on each side of the reload should be used as guides to align the reload within the jaws of the instrument. When the reload is properly aligned, push the reload into the instrument until it is fully seated. Remove the staple retainer. Check that the reload is held firmly within the jaws. Note: if the reload is removed from the device, whether the reload is spent or not, and if the staple retainer has already been removed from the reload, the reload cannot be reloaded into the device." The instrument was tested for functionality with an engineering sample reload and the instrument fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. Although no conclusion could be reached as to how the cartridge became damaged, it should be noted that 100% inspections take place during mfg to ensure the device meets the required specs prior to shipment, in addition, a sample of the batch is inspected at fgqa. The mfg records were reviewed and no anomalies were found during the mfg process.